Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. 81-other: it was indicated that the device was discarded; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(6) has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) za9003 into the patient''s operative eye, the lens had a bent haptic. No medical intervention was required. A replacement lens of the same model and diopter was used. Additional information received stated that there was no patient injury and the patient was doing fine post-op. The complaint iol was discarded by the customer. No additional information was provided.